Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Revision due to dislocation. Doi (B)(6) 2013, dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed. This is a duplicate report of 1818910-2014-28667. This report, 1818910-2014-13406, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-28667.

Event description:
Update received 9/12/14. Patient submitted complaint. Patient was revised due to dislocation. Update received 2/13/15. Maude report #mw5038167 states: my mother had a partial right hip replacement 2 years ago and have had pain and suffering ever since. The length of the leg was off so she was very unstable and had limping. In 2013 the doctor took out the partial and put in a full replacement to decrease the pain. That didn't work because it kept popping out. In 2014 she had a revision to stabilize the hip. The femoral head and liner was removed and the articuleze head was implanted. Since 2014 she had developed multiple nodules that started in her right hip. Moved down her leg to the calf and now over to her other leg. The dermatologist dx it as "organized foreign body reaction". The doctor seems insensitive and I am afraid my mother will lose her leg. These nodules have taken over her body. She is afraid of losing her leg also.

Event description:
Revision due to dislocation.